Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. On the field service engineer's (fse) initial service visit, he inspected the analyzer and found that detergents were not visible inside the cuvettes for the inside washing. He then inspected the rinse station and cleaned a dirty nozzle; verified the rinse tubings; cleaned a solenoid valve with salt build-up; and verified the block for detergent delivery. He performed mechanical checks and verified that the delivery of the detergent, cell blank, gear pump pressure, wash station levels, and adjustments were all within specifications. On the fse's follow-up service visit, he replaced the dirty solenoid valves for the vacuum, the block of valves for detergent delivery, and the partially blocked solenoid valve for the detergent. He primed the module and verified that the detergent levels, cell blank, rinse functionalities, probe washing and adjustments, and gear pump pressure were all within specifications. The customer performed qcs with acceptable results. The cause of the event could not be determined.

Event description:
The initial reporter received questionable albumin and total protein results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide the following examples of discrepant results: the initial albumin result is 5.0 g/l. The repeat result is 29.0 g/l. The initial total protein result is 50.7 g/l. The repeat result is 63.4 g/l.